Manufacturer narrative:
Reliability analysis inspected 4 opened/used partial sensors and performed visual inspection and found 1 of 4 sensor cannula's to be retracted to other side of sensor base. Cannula was found to be broken with broken part missing. It was unable to confirm if the customer received sensor in said condition due to the product being returned opened/used. Introducer needle was inspected for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specification. Three missing needles.

Event description:
Customer's spouse reported that the customer had two sensors that were removed due to medical procedures and it was found that the sensors were bent. The third sensor had the needle hub detached when removing from package and it could not be used. Blood glucose value was 220 mg/dl. The sensors were replaced and returned for analysis.